Manufacturer narrative:
The returned guide wire was examined visually and under magnification. This revealed significant damage to the guidewire surrounding the fracture surface. No unusual surface conditions suggest failure under fatigue or tension conditions. The damage seen on the returned guide wire is likely the cause of fracture, although a definitive cause is not known.

Event description:
During implantation of an olecranon plate in the patient's elbow, a guide wire broke off in the bone. The broken portion remains implanted.